Manufacturer narrative:
No prod returned for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to having surgery and woke up with low blood glucose levels (60 mg/dl). Reportedly, the pump is operating as expected.